Event description:
Upon opening a smoke evacuator surgical pencil to the sterile table from the prepared soft good supply bag from case cart, the inner package was noticed to be very yellow/stained in color. Entire back table was taken down due to potential risk of contamination and all items were replaced prior to patient arrival to operation room.